Manufacturer narrative:
The device associated with this complaint has been received, however, the investigation is pending. A follow-up report will be filed when the investigation has been completed.

Event description:
During the shift check, the autopulse platform (sn (B)(6)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message upon powering on. No patient involvement.

Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message was confirmed during functional testing and review of the archive data. The root cause of the ua07 was the failure of both single point load cells. The archive data indicated ua07 error around the reported event date, thus confirming the customer's reported complaint. The autopulse platform failed initial functional testing due to ua07 displayed upon powering on, thus confirming the customer's reported complaint. Load cell characterization test results confirmed that both load cell modules exceed normal parameters. The load cell modules need to be replaced to address the reported complaint. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(6).